Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a system malfunction alarm while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n 10178a was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found a new system malfunction alarm indicating the left and right vacuum dropped below the setpoint. Visual inspection of external and internal components found no abnormalities. Driver passed all areas of functional testing for acceptance at incoming inspection. An additional 48-hour observation run was performed, including setting the systole parameters to those indicated by the hospital staff at time of complaint. No alarms or malfunctions were observed. Complaint could not be replicated. Failure investigation for this complaint confirmed the reported issue from alarm history review. The customer complaint was not replicated during testing; the root cause of the reported system malfunction alarm was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the reported complaint. No evidence of a device malfunction was found. Patient was switched to a backup driver with no reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a system malfunction alarm while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.